Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the hydratome rx sphincterotome was advanced down the scope, and positioned within the patient at the papilla of the common bile duct (cbd). As the doctor attempted to make a small pre cut of the cbd sphincter, the hydratome cut wire broke approximately in the middle when energy was applied. The wire remained attached to the tome at the distal and proximal attachment points. The procedure was completed with an autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hydratome rx sphincterotome was advanced down the scope, and positioned within the patient at the papilla of the common bile duct (cbd). As the doctor attempted to make a small pre cut of the cbd sphincter, the hydratome cut wire broke approximately in the middle when energy was applied. The wire remained attached to the tome at the distal and proximal attachment points. The procedure was completed with an autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was bent and broken. The broken section of the exposed cut wire remained attached to the anchor at the distal pierce hole. The broken ends of the cut wire appeared burnt/blackened. The outer diameter of the exposed cut wire was measured and met specification. The condition of the returned unit was consistent with the complaint incident that the cut wire was broken. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so the break likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.